Manufacturer narrative:
Device alarmed motor error during rewind due to corroded the motor home switch. Unable to perform displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify compromised forced sensor system or a broken force sensor was detected during seating or regular delivery alarms due to motor error alarms.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received compromised force sensor system and motion sensor test failure. The customer¿s blood glucose level was unknown. Customer stated that they were unable to rewind the insulin pump. Troubleshooting was performed. The product will be returned for analysis.